Event description:
Reportedly, on (B)(6) 2025, it is impossible to interrogate devices with the programmer. It seems that the environnment might be responsible for this event as, leaving the interrogation room seem to resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event; the programmer is not able to interrogate some devices. Review of the provided files is still ongoing; results are not available yet.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the programmer is unable to interrogate devices. Review of the provided files permit to find a trace of "pop-up blocked" on the log when a platinium device is interrogated. The most probable hypothesis is that the issue was caused by several abrupt battery removing. This cause chrome configuration to be corrupted. It is recommended to reinstall the smartview version to resolve the issue. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to interrogate devices with the programmer. It seems that the environment might be responsible for this event as, leaving the interrogation room seem to resolve the issue.